Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were pulled back distally. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon was visually and microscopically examined. No visual defects were observed under magnification. Attempts to insert the recommended size guidewire were unsuccessful due to solidified blood present within the entire length of the lumen. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so may result in the damage analysed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause has been determined to be handling damage due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The patient was being treated for in-stent restenosis of the 60% stenotic lesion located in the non-tortuous and non-calcified proximal left anterior descending artery. The lesion was predilated. Then the physician advanced the 3.50x24mm taxus liberte drug eluting stent to the lesion, but was unable to cross and found resistance to cross through the guide catheter and decided to withdraw the stent from the guide catheter slowly, but the stent stuck in the ostium of the guide catheter and wasn't able to come out. The physician withdrew the entire delivery system and observed that the distal end of the stent had struts that were deformed and bulging outside the stent. There were no patient complications. The procedure was successfully completed with another 3.50x24mm taxus liberte drug eluting stent. Patient status is reported as "stable".